Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to docking no damage was observed. The issue occurred while suturing, no collisions with any other instrument or tool were observed. Once the cable snapped the instrument was not usable. It was unknown if there were issues related to motion of the grips or the wrist. There was one frayed cable visibly protruding from the distal end of the instrument. Image associated with this reported event was reviewed by an isi failure analysis engineer, the instrument appeared to have broken grip cable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle drive cable snapped. The procedure was completed with no reported injury or delay using a backup instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the mega suturecut needle driver instrument for evaluation. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.